Manufacturer narrative:
Pc (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where did the needle tip fall? Did the needle tip was found? If yes where did the needle tip was found? Did the patient suffer from any consequences due to the issue (breakage needle)? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior vaginal wall repair on 12/09/2020 and suture was used. During the procedure, the tip of needle snapped off when suturing. It was unknown how the procedure was completed. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 2/23/2021. Additional information: h6, h4, d4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.